Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was noise which tripped lead integrity alert (lia) on the right ventricular (rv) lead. The lead will be explanted and replaced at a later time. No patient complications have been reported as a result of this event.